Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain/discussed my chronic severe pelvic pain"), genital haemorrhage ("abnormal heavy bleeding / abnormal bleeding (general)"), sarcoidosis ("sarcoidosis") and embedded device ("medical coil embedded in the myometrium in the region of the left cornu deep to the origin of the fallopian tube") in a 32-year-old female patient who had essure (batch no. 20210351) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included migraine, headache, bladder infection, uti, pulmonary sarcoidosis in 2013, breast lump (benign) in (B)(6) 2018, bipolar disorder in (B)(6) 2018, chest pain, dysfunctional uterine bleeding, short of breath, condyloma, cervical carcinoma nos, carcinoma cervix in situ, dysplasia, cervical intraepithelial neoplasia ii, carcinoma in situ, premenopause, perineal pain, multiple cesarean sections, hysteroscopy, constipation, arthralgia, sarcoidosis, pulmonary sarcoidosis, c-section, pap smear abnormal, abdominal pain and breast mass. Ethnicity - african american. Findings: the breasts are comprised of scattered fibro glandular tissue with bilateral symmetry. No masses, areas of architectural distortion, or suspicious microcalcifications are identified within either breast to suggest the presence of malignancy. Impression: no mammographic evidence of malignancy. No interval change. Annual mammography is recommended for this patient. (B)(6) 2014 - physical exam: skin: skin and subcutaneous tissue abnormal. Apocrine cyst. Previously administered products included for heavy bleeding: pill. Past adverse reactions to the above products included drug ineffective with pill. Concurrent conditions included vaginal bleeding, numbness, knee pain, anemia, unilateral leg pain, back pain, nausea, ovarian cyst, pap smear abnormal, menstruation abnormal, cough, dyshidrosis, iliotibial band syndrome, cyst removal, red blood cell morphology abnormal, nabothian cyst, bronchitis, dysuria, upper respiratory infection, streptococcal sore throat, insomnia, obesity (bmi 30+.), foot callus, lower abdominal pain, pap smear abnormal, uterine leiomyoma, polyp of corpus uteri, pelvic peritoneal adhesions, nicotine dependence, nabothian cyst, endometrial polyp, paratubal cyst, hemorrhoids thrombosed, vomiting, itching, dermatitis, epidermal inclusion cyst and sore throat. Concomitant products included cefixime (flexeril) and indometacin (indomethacin) since 2016 for abdominal pain, pelvic pain and leg pain, alprazolam (xanax) for anxiety and depression as well as acetylsalicylic acid (midol), amoxicillin, amoxicillin trihydrate (amoxil 12 h), benzonatate, codeine phosphate;paracetamol (acetaminophen and codeine), dextromethorphan hydrobromide (delsym), escitalopram oxalate (lexapro) since 2018, gabapentin, ibuprofen, ipratropium bromide;salbutamol sulfate (combivent respimat), meloxicam, naproxen (naprosyne), olanzapine (zyprexa), oxcarbazepine (trileptal), oxycodone, prednisone since 2013, promethazine hydrochloride (promethazine hcl), salbutamol sulfate (albuterol sulfate) since 2013 and trazodone. In (B)(6) 2009, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2010, the patient experienced sarcoidosis (seriousness criterion medically significant). In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("severe abdominal pain / abdomen pain"), menorrhagia ("prolonged menses / abnormal bleeding menorrhagia"), alopecia ("hair loss / hair loss"), headache ("headaches / headaches"), pain in extremity ("severe leg pain/severe leg pain/pain: down thigh"), dysmenorrhoea ("dysmenorrhea (cramping)"), bacterial vulvovaginitis ("vaginal infection (bacterial vaginosis causing vaginal discharge)") with vaginal discharge, urinary tract infection ("urinary tract infection"), migraine ("migraines"), vaginal haemorrhage ("abnormal bleeding vaginal") and vaginal infection ("vaginal infection"). In (B)(6) 2018, the patient experienced anxiety ("anxiety"), depression ("depression") and back pain ("pain: lower back pain"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), anaemia ("anemic") and groin pain ("groin pain"). The patient was treated with antibiotics and surgery (hysterectomy with bilateral salpingectomy on (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, menorrhagia, alopecia, headache, pain in extremity, dysmenorrhoea, bacterial vulvovaginitis, depression and vaginal infection had resolved and the sarcoidosis, embedded device, anaemia, groin pain and back pain outcome was unknown. The reporter provided no causality assessment for embedded device with essure. The reporter considered abdominal pain, alopecia, anaemia, anxiety, back pain, bacterial vulvovaginitis, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, groin pain, headache, menorrhagia, migraine, pain in extremity, pelvic pain, sarcoidosis, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: patient will need to undergo additional surgical intervention as a result of her essure implants. Surgery scheduled (B)(6) 2019-robot hysterectomy, bilateral salpingectomy ((B)(6) 2019) (as reported). Post op staple removal hysterectomy ((B)(6) 2019) if you had your essure removed, did you retain the essure device or any portion of it? Yes. If yes, identify where the removed essure device is being retained: third party storage facility (please specify, if known) - steelgate medical coil present in region of left cornu. Diagnostic results (normal ranges are provided in parenthesis if available): bronchoscopy - on (B)(6) 2013: normal bronchoscopy no endobronchial lesions washings and endobronchial biopsies were obtained from left upper lobe lingula segment. Chest x-ray - on (B)(6) 2012: patchy infiltrate in lung bases may represent pneumonia follow to resolution. Computerised tomogram - on (B)(6) 2014: findings consistent with sarcoidosis with pulmonary involvement. Upper lobe involvement appears as coalescent patchy peri lymphatic nodularity, and lower disease manifest as patchy ground glass attenuation and septal thickening. Possible early findings of interstitial fibrotic changes within the peripheral right middle nonqualified thoracic lymphadenopathy. Computerised tomogram thorax - on (B)(6) 2014: interstitial lung disease is patchy, scattered in the right and left lung fields. Pathology test - on (B)(6) 2018: right breast, excisional biopsy: benign mammary tissue with fat necrosis. No neoplasm identified; on (B)(6) 2019: uterus, cervix and fallopian tubes: cervix: benign nabothian cysts. Endometrium: secretory pattern with early breakdown benign endometrial polyp. Myometrium: no significant histologic abnormality. Fallopian tubes: right paratubal cysts. Ultrasound breast - on (B)(6) 2017: palpable abnormality in the right breast in the 09:00 position.ultrasound demonstrates a poorly defined area of persistent shadowing representing the palpable abnormality. It projects in the 09:00 position measuring 6 cm from the nipple_ it measures 1.07 x 0.75 x 1.15 cm in size. Assessment: birads 4 - suspicious for malignancy. Ultrasound pelvis - on (B)(6) 2012: the uterus 7.8 cm x 2.7 cm x 4.2 cm. Endometrial complex is within normal limits in thickness,3 mm. Normal appearance of the endocervical canal. No fibroids identified. The right ovary 3.8 cm x 2.6 cm x 3.4 cm, unremarkable. The left ovary 3.4 a 2.2 x 2.8 cm, unremarkable. Vascular flow demonstrated to both ovaries by color and spectral analysis. No adnexal mass. No significant fluid within the pelvic cul-de-sac.. ¿concerning the injuries reported in this case, the following one was described in patient¿s medical records: pain, pelvic pain and dysmenorrhea, sarcoidosis, vaginal bleeding, quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-may-2019: medical record received : following events were added:there is a medical coil embedded in the myometrium in the region of the left cornu deep to the origin of the fallopian tube. Medical history and concomitant conditions added. Reporter information updated. Lab data added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain/discussed my chronic severe pelvic pain"), genital haemorrhage ("abnormal heavy bleeding / abnormal bleeding (general)") and sarcoidosis ("sarcoidosis") in a 32-year-old female patient who had essure (batch no. 20210351) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included migraine, headache, bladder infection, uti, pulmonary sarcoidosis in 2013, breast lump (benign) in (B)(6) 2018, bipolar disorder in (B)(6) 2018, chest pain, dysfunctional uterine bleeding, short of breath, condyloma, cervical carcinoma nos, carcinoma cervix in situ, dysplasia, cervical intraepithelial neoplasia ii, carcinoma in situ, premenopause, perineal pain, cesarean section, hysteroscopy and constipation. Ethnicity - african american. Findings: the breasts are comprised of scattered fibro glandular tissue with bilateral symmetry. No masses, areas of architectural distortion, or suspicious microcalcifications are identified within either breast to suggest the presence of malignancy. Impression: no mammographic evidence of malignancy. No interval change. Annual mammography is recommended for this patient. (B)(6) 2014 - physical exam: skin: skin and subcutaneous tissue abnormal apocrine cyst. Previously administered products included for heavy bleeding: pill. Past adverse reactions to the above products included drug ineffective with pill. Concurrent conditions included vaginal bleeding, numbness, knee pain, anemia, unilateral leg pain, back pain, nausea, ovarian cyst, pap smear abnormal, menstruation abnormal, cough, dyshidrosis, iliotibial band syndrome, cyst removal, red blood cell morphology abnormal, nabothian cyst, bronchitis, dysuria, upper respiratory infection, streptococcal sore throat, insomnia, obesity (bmi 30+.), foot callus, lower abdominal pain, pap smear abnormal, uterine leiomyoma, polyp of corpus uteri, pelvic peritoneal adhesions, nicotine dependence, nabothian cyst, endometrial polyp, paratubal cyst, hemorrhoids thrombosed, vomiting and itching. Concomitant products included cefixime (flexeril) and indometacin (indomethacin) since 2016 for abdominal pain, pelvic pain and leg pain, alprazolam (xanax) for anxiety and depression as well as acetylsalicylic acid (midol), amoxicillin, benzonatate, codeine phosphate;paracetamol (acetaminophen and codeine), dextromethorphan hydrobromide (delsym), escitalopram oxalate (lexapro) since 2018, gabapentin, ibuprofen, ipratropium bromide;salbutamol sulfate (combivent respimat), meloxicam, olanzapine (zyprexa), oxcarbazepine (trileptal), oxycodone, prednisone since 2013, promethazine hydrochloride (promethazine hcl), salbutamol sulfate (albuterol sulfate) since 2013 and trazodone. In (B)(6) 2009, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). On (B)(6) 2009, the patient had essure inserted. In january 2010, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2010, the patient experienced sarcoidosis (seriousness criterion medically significant). In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("severe abdominal pain / abdomen pain"), menorrhagia ("prolonged menses / abnormal bleeding menorrhagia"), alopecia ("hair loss / hair loss"), headache ("headaches / headaches"), pain in extremity ("severe leg pain/severe leg pain/pain: down thigh"), dysmenorrhoea ("dysmenorrhea (cramping)"), bacterial vulvovaginitis ("vaginal infection (bacterial vaginosis causing vaginal discharge)") with vaginal discharge, urinary tract infection ("urinary tract infection"), migraine ("migraines"), vaginal haemorrhage ("abnormal bleeding vaginal") and vaginal infection ("vaginal infection"). In (B)(6) 2018, the patient experienced anxiety ("anxiety"), depression ("depression") and back pain ("pain: lower back pain"). On an unknown date, the patient experienced anaemia ("anemic") and groin pain ("groin pain"). The patient was treated with antibiotics and surgery (hysterectomy with bilateral salpingectomy on (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, menorrhagia, alopecia, headache, pain in extremity, dysmenorrhoea, bacterial vulvovaginitis, depression and vaginal infection had resolved and the sarcoidosis, anaemia, groin pain and back pain outcome was unknown. The reporter considered abdominal pain, alopecia, anaemia, anxiety, back pain, bacterial vulvovaginitis, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, groin pain, headache, menorrhagia, migraine, pain in extremity, pelvic pain, sarcoidosis, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: patient will need to undergo additional surgical intervention as a result of her essure implants. Surgery scheduled (B)(6) 2019-robot hysterectomy, bilateral salpingectomy (B)(6) 2019) (as reported). Post op staple removal hysterectomy (B)(6) 2019) if you had your essure removed, did you retain the essure device or any portion of it? Yes. If yes, identify where the removed essure device is being retained: third party storage facility (please specify, if known) - steelgate medical coil present in region of left cornu. Diagnostic results (normal ranges are provided in parenthesis if available): chest x-ray - on (B)(6) 2012: patchy infiltrate in lung bases may represent pneumonia follow to resolution. Computerised tomogram thorax - on (B)(6) 2014: interstitial lung disease is patchy,, scattered in the right and left lung fields. ¿concerning the injuries reported in this case, the following one was described in patient¿s medical records: pain, pelvic pain and dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-apr-2019: pfs and mr were received: event added vaginal infection, removal surgery was added. Event outcome were updated. Concomitant drug was added. Indication for concomitant drugs were added. Concomitant conditions were added. Reporter causality comments were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain"), genital haemorrhage ("abnormal heavy bleeding/ abnormal bleeding (general)") and sarcoidosis ("sarcoidosis") in a (B)(6) year-old female patient who had essure (batch no. 20210351) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included migraine, headache, bladder infection, uti, sarcoidosis in 2013, breast lump (benign) in (B)(6) 2018 and bipolar disorder in (B)(6) 2018. Ethnicity - african american. Previously administered products included for heavy bleeding: pill. Past adverse reactions to the above products included drug ineffective with pill. Concurrent conditions included vaginal bleeding, numbness, knee pain, anemia, unilateral leg pain, back pain and nausea. Concomitant products included alprazolam (xanax), cefixime (flexeril), escitalopram oxalate (lexapro) since 2018, indometacin (indomethacin) since 2016, prednisone since 2013, salbutamol sulfate (albuterol sulfate) since 2013 and trazodone. In (B)(6) 2009, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2010, the patient experienced sarcoidosis (seriousness criterion medically significant). In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("severe abdominal pain/abdomen pain"), menorrhagia ("prolonged menses / abnormal bleeding menorrhagia"), alopecia ("hair loss/hair loss"), headache ("headaches/headaches"), pain in extremity ("severe leg pain/severe leg pain/pain: down thigh"), dysmenorrhoea ("dysmenorrhea (cramping)"), bacterial vulvovaginitis ("vaginal infection (bacterial vaginosis causing vaginal discharge)"), urinary tract infection ("urinary tract infection"), migraine ("migraines") and vaginal discharge ("vaginal discharge/bacterial vaginosis causing vaginal discharge"). In (B)(6) 2018, the patient experienced anxiety ("anxiety"), depression ("depression") and back pain ("pain: lower back pain"). On an unknown date, the patient experienced anaemia ("anemic"), groin pain ("groin pain") and vaginal haemorrhage ("abnormal bleeding vaginal"). The patient was treated with surgery (she was scheduled for essure removal (B)(6) 2019). At the time of the report, the pelvic pain, genital haemorrhage, sarcoidosis, abdominal pain, anaemia, menorrhagia, alopecia, headache, pain in extremity, dysmenorrhoea, bacterial vulvovaginitis, urinary tract infection, migraine, dyspareunia, vaginal discharge, groin pain, vaginal haemorrhage, anxiety, depression and back pain outcome was unknown. The reporter considered abdominal pain, alopecia, anaemia, anxiety, back pain, bacterial vulvovaginitis, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, groin pain, headache, menorrhagia, migraine, pain in extremity, pelvic pain, sarcoidosis, urinary tract infection, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: patient will need to undergo additional surgical intervention as a result of her essure implants. ¿concerning the injuries reported in this case, the following one was described in patient¿s medical records: pain". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-mar-2019: the case incident. Reporter information was added. Her historical/concurrent conditions, historical medication was added. Essure removal detail was updated. Her concomitant medications were added. Per plaintiff fact sheet following events: anxiety/depression, lower back pain was added. Event: vaginal infection was coded to llt: vaginitis bacterial. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.